Event description:
It was reported that the patient underwent a two level anterior cervical interbody fusion at c4/5 and c5/6 using anterior cervical plating and peek spacers packed with rhbmp-2/acs. It was confirmed that the patient was "free from unplanned retained objects following surgery". Post-operatively, it is alleged that the patient had intense pain in neck, back, legs, arms and hands, numbness, hoarse voice, and occasional shortness of breath.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.